Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign material in the jet tube and burned plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information from the investigation, ¿foreign material in the auxiliary water channel¿ was confirmed. However; the foreign material was not identified. There was no deformation at the place where the foreign material remained. A definitive root cause could not be determined. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions for use (IFU). The distal end cover being burnt was not confirmed. Olympus will continue to monitor field performance for this device